Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused occlusion and embedment. The patient reported becoming aware of filter embedded in wall of the inferior vena cava (ivc), blood clots, clotting and occlusion of the ivc, approximately five years and two months post implant. The patient also reports undergoing a successful but complicated filter retrieval surgery five years and two months post implant, and has experienced anxiety related to the filter. Per the medical records provided (operating room fluoro-guide) a trapease filter was visualized and the cavagram images revealed a patent inferior vena cava (ivc). The indication for the filter implant, procedural details and medical history of the patient has not been provided and there is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following implant, the predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The trapease vena cava filter is intended for permanent placement. Blood clots, clotting and occlusion of the device or the vasculature do not represent a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to occlusion and embedment. Per the medical records provided (operating room fluoro-guide) a trapease filter was visualized and the cavagram images revealed a patent inferior vena cava (ivc). According to the information received in the patient profile form (ppf), the patient reports filter embedded in wall of the inferior vena cava (ivc), blood clots, clotting and occlusion of the ivc, becoming aware of these events approximately five years and two months after the filter implantation. The patient also reports undergoing a successful but complicated filter retrieval surgery five years and two months after the filter was implanted, and further experienced anxiety related to the filter.